Event description:
The communicator was returned for analysis.

Manufacturer narrative:
Latitude patient support requested that the communicator be returned for analysis. A new communicator was shipped to the patient. Should additional information become available this report will be updated.

Manufacturer narrative:
Laboratory analysis did not confirm the reported observations. Upon receipt at our post market quality assurance laboratory visible inspection noted no signs of smoke or burning on the power supply or on the outside casing or inside circuitry of the returned communicator. Analysis testing revealed that the power supply was electronically out of specification. With a known good power supply, the communicator powered on and passed all analysis testing.

Event description:
Boston scientific received information that this communicator emitted smoke. There were no signs of physical damage to the communicator. No adverse patient effects were reported.